Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 172244: 41 items manufactured and released on (B)(6) 2017. Expiration date: (B)(6) 2022. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Stem subsidence after about 6 weeks from total shoulder replacement; revision surgery planned for (B)(6) 2018.

Manufacturer narrative:
Visual inspection performed on 22 march 2018 by r&d product manager: the humeral diaphysis shows a partial re-absorption of ha. Scratches, likely to be done while revising, are visible on the implants (diaphysis and metaphysis). A polished area is visible on the medial aspect of the reverse metaphysis, maybe due to impingement in the rom. The explanted components do not show any signs of failure that can be associated to the subsidence.